Manufacturer narrative:
Date of submission 11/02/2017 the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: a review of the pump black box showed a cs 054 call service alarm. During investigation, moisture was observed under the display lens. A leak test failed due to a bolus button leak. The pump powered on to blank display. A test display was installed and the display functioned properly. The pump was opened and there was moisture observed on all internal components.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.